Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated they tested positive 2 times with cvs health at-home otc and negative with other rapid antigen assays the same week. No further confirmatory testing was mentioned. Each event is captured on a separate report.